Manufacturer narrative:
(B)(4). D10: item name# oxf twin peg cmntls fmrl md; item number# 161474; lot number# 66990785. Item name# oxf uni cmntls tib sz c lm; item number# 166574; lot number# 66980701. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent to knee revision surgery due to bearing dislocation. The partial knee was converted to a total knee arthroplasty. Attempts have been made and no further information has been provided.